Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had evidence of t-wave oversensing resulting in inappropriate shocks and loss of cardiac resynchronization therapy. The r-wave amplitude was below the required minimum. An x-ray confirmed no migration. Boston scientific technical services reviewed the associated device data and provided troubleshooting steps. The tachycardia therapy was deactivated as a lead revision is pending. Additional information received indicates that the rv lead was explanted and replaced.

Manufacturer narrative:
Section d.4 updated to reflect correct model and serial number of product. The right ventricular (rv) lead revision was completed. The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the t-wave, inappropriate shock therapy, loss of cardiac resynchronization therapy and the r-wave amplitude is below the required minimum. An x-ray confirmed no migration. Boston scientific technical services review data and provided troubleshooting steps. The tachycardia therapy was deactivated as a lead revision is pending. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the t-wave, inappropriate shock therapy, loss of cardiac resynchronization therapy and the r-wave amplitude is below the required minimum. An x-ray confirmed no migration. Boston scientific technical services review data and provided troubleshooting steps. The tachycardia therapy was deactivated as a lead revision is pending. The lead was replaced and implanted in a more septal position. The device remains in service. No adverse patient effects were reported.